Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. A review of the batch record. There was no nonconformances related to the reported event. The lot was manufactured and released to applicable procedures and specifications. A three-year retrospective review of all nonconformances was performed. There are no nonconformances related to the reported event. A three-year retrospective review of all retention inspection reports was performed. There was no nonconformances related to the reported event in the reports. A review of the recent stability study report for monovisc was performed. The conclusion for the product stated that the product has met all required specifications and tolerances. A clinical assessment of the complaint was performed by (B)(6), md. There was insufficient information to establish a temporal association between the use of the device and patient experience. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored trended for future analysis. Supplemental report #2: additional information was provided, the patient had additional fluid drained on (B)(6). The patient used oral steroids, type not reported. The patient had a MRI on (B)(6). It was indicated that the patient has advanced arthritis. Patient was referred to infection disease and was re-admitted to the hospital on (B)(6) with a PICC line to receive IV steroids. Patient is currently in rehab and using a walker. It was reported that the patient is improving with steroids. The case was reviewed by a clinician who concluded there is insufficient information to establish a cause of the reported incident. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6)2024 it was reported that after a patient of unknown age and demographic was treated with monovisc in the right knee the patient reportedly was unable to walk and reported pain. The patient was subsequently placed on a steroid (course / brand unknown) to treat the patient's infection. The patient also had 90cc of fluid drained a week after the injection. There was no report of any device or packaging deficiency prior to the treatment. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported that after a patient of unknown age and demographic was treated with monovisc in the right knee the patient reportedly was unable to walk and reported pain. The patient was subsequently placed on a steroid (course / brand unknown) to treat the patient's infection. The patient also had 90cc of fluid drained a week after the injection. There was no report of any device or packaging deficiency prior to the treatment. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. A review of the batch record. There was no nonconformances related to to the reported event. The lot was manufactured and released to applicable procedures and specifications. A three year retrospective review of all nonconformances was performed. There are no nonconformances related to the reported event. A three year retrospective review of all retention inspection reports was performed. There was no nonconformances related to the reported event in the reports. A review of the recent stability study report for monovisc was performed. The conclusion for the product stated that the product has met all required specifications and tolerances. A clinical assessment of the complaint was performed by (B)(6), md. There was insufficient information to establish a temporal association between the use of the device and patient experience. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 19december2024 it was reported that after a patient of unknown age and demographic was treated with monovisc in the right knee the patient reportedly was unable to walk and reported pain. The patient was subsequently placed on a steroid (course / brand unknown) to treat the patient's infection. The patient also had 90cc of fluid drained a week after the injection. There was no report of any device or packaging deficiency prior to the treatment. Additional information was solicited.